Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04oct2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit will not power on. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 08oct2018. Date of manufacturer: 05oct2018. Philip's field service engineer (fse) confirmed the reported issue. The fse replaced the defective power supply, power management board, motor controller board, and central processing unit to address the reported problem. The unit successfully passed the required performance verification test.